Manufacturer narrative:
Analysis was unable to confirm the epg failed the customer's preventative maintenance test; the epg passed all incoming functional tests. Analysis noted that the output connector assembly was broken, the hanger assembly was broken, and the display frame boss was stripped. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed its preventative maintenance check. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.